Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6 f sheath after an interventional procedure. Reportedly, the sheath did not split completely when advancing the thumb advancer. There was no reported resistance when advancing the thumb advancer during sheath splitting. The physician reportedly used a scalpel and hemostat to complete the sheath splitting. The clip was deployed; however, hemostasis was not achieved. After deployment of the clip, the device was difficult to remove. The safety release mechanism was used and the device was removed from the anatomy; no resistance or difficulty was experienced when the starclose se device was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the vessel closure system (vcs) system was returned for analysis. The reported incomplete sheath split, difficulty to remove, and failure to achieve hemostasis could not be replicated in a testing environment, therefore, the reported event could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience and applying manual arterial compression to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.